Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 335784 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) had high impedances. The patient underwent a spinal cord stimulation (scs) replacement procedure. Patient had good coverage of her feet following her procedure. Unable to retrieve explanted battery and lead due to facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Bblock d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) had high impedances. The patient underwent a spinal cord stimulation (scs) replacement procedure. Patient had good coverage of her feet following her procedure. Unable to retrieve explanted battery and lead due to facility protocol.